Event description:
The maquet servo-I ventilator had been in use on the patient for seven (7) days prior to this event. During the monthly backup generator, under load testing, the ventilator shut down as if it had lost power. The backup batteries in the ventilator did not keep the unit operational. The respiratory therapist was at the bedside when the incident occurred. The respiratory therapist immediately removed the patient from the ventilator and manually ventilated the patient until a replacement ventilator was obtained. Manufacturer response (as per reporter) for ventilator, servo-ithe local service engineer is evaluating the unit at this time.

Manufacturer narrative:
Product surveillance contacted the patient to obtain additional information. The patient stated the following. The tubing had become caught on something so the patient pulled the tubing to free it and caused the separation. The patient was unsure of the location of the separation and the lot number for the product involved was unknown. The sample had been discarded and no patient injury or medical intervention was reported.

Manufacturer narrative:
Should additional information be obtained, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center to report that he was not connected to the homechoice (hc) machine and fluid was draining out of him without an alarm. Per the initial report, this occurred during drain. The technical service representative (tsr) had the home patient (hp) look to see if the bag had fallen off. The hp stated no, however, the he found the patient line on the floor with no alarms on the hc. The tsr informed the hp to cap himself off and end the therapy on the hc. The hp would start over again using new supplies and the tsr also informed the hp to let his peritoneal dialysis (pd) nurse know what had happen. No patient injury or medical intervention was reported. Product surveillance contacted the nurse in 2009 in an attempt to obtain the product code of the transfer set in use by the home patient (hp) at the time of the separation. The nurse stated that it could have been one of two that the clinic ordered. Product surveillance attempted to contact the hp on several occasions to follow up. Due to unsuccessful attempts at acquiring additional information, this writer has performed due diligence.